Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was very unstable when she presented to the cath lab. The procedure was to treat a lesion located in the right coronary artery (rca) that was heavily calcified. A perforation occurred during the case; therefore, the 2.8 x 16 mm graftmaster stent delivery system (sds) was selected for treatment. The patient had already started to deteriorate; however, an attempt was made to cross with the sds. The sds would not cross to the perforation due to the calcified vessel and was removed from the patient. At this point the patient was deteriorating quickly and expired on the table. The patient death was due to her existing condition prior to the procedure and the complications of the perforation. No additional information was provided.